Event description:
Prior to a coronary stent procedure, stent damage was noted after removal from the packaging hoop. Resistance was encountered during removal from the packaging hoop. No pt injuries or complications were reported.